Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump makes a rattling sound when it vibrates, and the sound was louder than usual. He also mentioned that the drive support cap is lopsided. He stated that one on side is recessed into the insulin pump and on the other side is flush with the device. The blood glucose reading was 182mg/dl. No further information was provided.

Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk, cracked display window, cracked reservoir tube lip and missing end cap sticker. The device was also received in with the vibrator rattling due to the adhesive not adhering to the case.

Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk, cracked display window, cracked reservoir tube lip and missing end cap sticker. The device was also received in with the vibrator rattling due to the adhesive not adhering to the case.